Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 device code and type of investigation. Added new information to d.9 date returned to manufacturer. Per pre-decontamination observation, a 23 mm commander delivery system was received with the balloon exhibiting both radial and longitudinal rupture. Portions of balloon material were noted to be missing.. The investigation is ongoing.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, it was a case of an implant of a 23mm sapien 3 ultra valve, in aortic position by left transfemoral approach. During the procedure, balloon valvuloplasty was performed prior to implantation, and during deployment, the balloon of the delivery system burst; however, the valve was successfully deployed. Due to the balloon rupture, the delivery system could not be retrieved through the esheath, requiring a surgical cutdown. This intervention resulted in bleeding and required placement of a vascular patch. Upon devices withdrawal, no damage was observed on the esheath. The patient remained in stable condition throughout the procedure. The perceived root cause of this event was severe calcification in the annulus and all vessels, including the femoral artery.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 clinical code, and type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Balloon longitudinal and radially burst. Missing balloon material imagery was provided from the site and revealed the following: balloon radially and longitudinally burst. Missing balloon material. Balloon burst at the end of inflation while valve deployment. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaints were confirmed based on evaluation of the returned device and imagery provided. Available information suggests that patient factors (calcification) and procedural factors (altered balloon profile and device manipulation) likely contributed to the event as provided information indicated patient had severe calcification at the annulus and withdrawal difficulties were encountered after the balloon burst. As the balloon had burst, the altered balloon profile may have made it more susceptible to catching on distal end of sheath tip , which could have led to the observed withdrawal difficulty. Additional pull force or device manipulation applied to overcome the withdrawal difficulty may have led to the reported separation. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.